Manufacturer narrative:
Device evaluated by manufacturer:a visual and microscopic examination identified stent damage. A couple of strut rows at the distal end of the stent were raised and misaligned. A stent row towards the middle of the stent was misaligned. There were kinks along the entire length of the hypotube shaft. The device was returned with a damaged mandrel inside. The mandrel was removed with no force. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 100% stenosed chronically occluded lesion was located in the non tortuous mid right coronary artery. The 4.50x32mm taxus element mr stent delivery system was attempted to cross lesion and was unable to do so. The physician pulled it back and noted that the distal struts were lifted up. The device was removed intact. The procedure was completed with a promus stent. No patient complications were reported and the patient's status is stable. This product is only (B)(4) approved but it is similar to a marketed us device.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 100% stenosed chronically occluded lesion was located in the non tortuous mid right coronary artery. The 4.50x32mm taxus element mr stent delivery system was attempted to cross lesion and was unable to do so. The physician pulled it back and noted that the distal struts were lifted up. The device was removed intact. The procedure was completed with a promus stent. No patient complications were reported and the patient's status is stable.